Event description:
It was reported by the pt that as a result of having the product implanted she has experienced exposed mesh that had to be trimmed, persistent yeast infections, pain and discomfort.